Event description:
It was reported the patient (france) experienced a loss of therapy due to a broken scs extension. A diagnostic test revealed high impedance measurements. Surgical intervention took place at which time the patient's extension was explanted and replaced with a different model. Effective stimulation therapy was reportedly restored postoperative. Exact date of implant as well as explant of scs extension is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.